Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during the drain 4 of 4. The home patient (hp) stated he had disconnected during drain and reconnected before the alarm occurred. The technical services representative (tsr) explained the alarm and assisted the hp to clear the alarm. The tsr advised the hp to contact the nurse. The hp stated he would do a manual exchange in the meantime. No patient injury or medical intervention was reported. During follow up, the hp stated he finished with manual supplies and resumed therapy on the cycler the following night without any problems. The hp stated he had not contacted his pd rn, but will let her know about the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.